Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 23:28:10. During night drain cycle five, the patient's ultrafiltration reading was 1699ml, indicating the home patient (hp) drained 1699ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event logs identified the iipv event. The cause was determined to be one or more cycles advanced to the next fill when slow or no flow occurred above the minimum drain volume threshold. If additional relevant information becomes available, a supplemental report will be submitted.